Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that the device was not working properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the device had a bent comb and the ball detent, roller, worn bushings, worn side plates, damaged comb, gear, screws, bearings, latching pins, ball detents, stabilizer feet, and hinges were replaced. This is not a related issue. Product review of the skin graft mesher on september 10, 2018 revealed that the calibration and sample mesh could not be taken due to the comb being damaged on the ratchet side. The side plates, carrier guide, and roller gear were worn. The ratchet end of the roller was worn as well and deformed at the end. The hinges and handle were both dinged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the calibration and sample mesh could not be performed due to the damaged comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration and sample mesh could not be performed due to the damaged comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher was not working properly. Attempts have been made but no further information was given due to lack of customer response. Investigation revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.